Event description:
It was reported via clinical affairs that pt underwent a successful total knee replacement as part of a study in 2008. The pt remained in hosp, on the ward, for two days and suffered a pulmonary embolism which resulted in death.

Manufacturer narrative:
At this time there is no info to suggest that any device manfactured by stryker caused or contributed to pt's death, or that the device has malfunctioned in any way. Embolism is a known and documented risk of surgery. Other devices implanted: triathlon prim cem fxd bplt #4: triathlon #4 ps insert 11mm: triathlon asym patella a32x10.